Manufacturer narrative:
The customer disabled the cap piercer and continued to process samples on the instrument. No further leaking was reported once the cap piercer was disabled. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the vacuum line (#118) was obstructed. The fse could not identify the identity of the material obstructing the line. The line was flushed to resolve the issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that fluid was leaking from their unicel dxc 600i synchron access cap piercer assembly in the unicel dxc 600i synchron access clinical system. The fluid was observed on the top of capped samples. The customer disabled the cap piercer and continued to process samples on the instrument. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.